Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or product defect could have contributed to the pt's hypoglycemia. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to low blood glucose. The device eventually terminated in an occlusion alarm after the pt was hospitalized and after the hypoglycemic event. Occlusion alarms are safety features which are not considered malfunctions. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns, "test results below 70mg/dl mean low blood glucose (hypoglycemia). If you get results below 70mg/dl, but you do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70mg/dl, follow the treatment advice of your healthcare provider," and, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death."

Event description:
The pt's mother reported that her daughter's blood glucose was extremely low (no actual results provided) on the evening of (B)(6). The pt became unconscious about an hour after her bg started measuring very low and was then brought to the hospital by ambulance. She was given glucagon to bring her bg levels up, but when they arrived at the hospital they had not risen so she was given more glucagon. Her bg finally came up to 200mg/dl so she ate and delivered a correction bolus. Her bg immediately dropped again and she was given more glucagon. The pt was transferred to hospital that specializes in pediatrics; during the transfer she had two more hypoglycemic episodes and was treated again. The pt was wearing the pod for the duration of the low bg events and into hospitalization, until it terminated with an occlusion alarm. She remained at the hospital for five days due to abdominal pain; her hypoglycemia was resolved by (B)(6).